Event description:
There was an incidental finding of limb detachment on a patient with a vena cava filter implanted 2 years ago. Chest x-rays taken 3 1/2 months ago were recently reviewed, and the phyysician noted that a fractured filter limb was located in the patient's left ventricle. Pt is asymptomatic and filter remains implanted.